Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter displayed an apply sample message. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that the meter issue occurred on (B)(6) 2016. The patient manages her diabetes with januvia and metformin pills as well as insulin and denied making any changes to her usual diabetes management routine in response to the alleged issue. The patient reported that on (B)(6) 2016 she developed symptoms of "blurred vision and headaches" and that she was treated in an emergency room with "IV fluids and had a cat scan". During troubleshooting the cca noted that the correct test strips were being used and the patient followed the correct testing procedure. The test strip completely drew up sample but when the patient was walked through a retest the issue was not resolved. Replacement products were sent to the patient. This complaint is being reported as the patient suffered symptoms that meet lifescan's criteria of a serious hyperglycemic event and subsequently received medical intervention from a healthcare professional after the alleged meter issue occurred.